Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, diagnostic data was unavailable. An error message appeared stating diagnostic data is not available as they are not valid and deleted. This was the second time this alert appeared. All electrical measurements were in range and battery data was sufficient. No intervention was performed, the patient will be monitored.